Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed five additional complaints reported for this lot; all of which had pull wire breakage and/or failure to close the forceps. A corrective action has been initiated to address the pull wire failure mode. The 2007 15-month pulmonary biopsy forcep product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on aug 16, 2007, that a lung biopsy procedure using a pulmonary biopsy forcep was performed (patient age, gender, and weight unk). Reportedly, the pull wire broke inside the patient's lung during the procedure. The physician completed the procedure with a second pulmonary biopsy forcep. No patient complications were reported as a result of the broken pull wire.